Event description:
Customer reported that on (B)(6), 2012 at 7:30 am she received a reading of 151 mg/dl on her adc blood glucose meter, which was lower than she felt. Customer further reported she then went to her same day surgery appointment where a reading of 500 mg/dl was received at 7:45 am on an unknown brand of meter. The anesthesiologist cancelled the surgery and sent customer to a local healthcare facility where a reading of "approximately" 475 mg/dl was received at 8:00 am on an unknown brand of meter. Customer was diagnosed with hyperglycemia and treated with an intravenous infusion of unknown type, given an unknown amount of insulin and an unspecified "pain killer" for her headache. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1251305) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4). All pertinent information available to abbott diabetes care has been submitted.